Event description:
It was reported that on (B)(6) 2013, the autopulse platform was used on a patient who was involved in a salt water incident. The platform worked fine through the call and was turned off while the patient was being delivered to the hospital. No adverse patient sequelae was reported. After delivery of patient to the hospital, the platform was powered back on. It was reported that the lifeband would not retract and no error messages were displayed. Customer indicated on (B)(6) 2013 that the platform is now working fine and they are unable to duplicate the problem.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.